Event description:
The customer reported via phone call that she experienced high blood glucose of over 500 mg/dl and received the no delivery alarm on the insulin pump. The customer treated the high blood glucose with an insulin pen. The customer declined troubleshooting for the no delivery alarm due to the issue being that the reservoirs were expired. The customer stated the alarm had occurred during manual prime. The customer was advised to revert to a back-up plan per healthcare provider instructions. The customer was advised that the reservoirs would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened/used reservoir was evaluated and inspected for anomalies and none were found. Occlusion test was performed and it was concluded the reservoir was not occluded.